Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. Inspection of the hemostatic valves did not find any damage that could confirm an existing leak path or contribute to the reported event. However, additional inspection of the hemostatic valves found a surface irregularity on the outer face of the external valve. This irregularity was addressed under a manufacturing deficiency.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation exhibited air ingress. During the procedure, once the catheter was inserted into the sheath, air was noted during aspiration. Additionally, during further aspiration, air was drawn into the syringe. The physician believed this was due to the hemostatic valve. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis. It was further reported that there were no abnormalities during preparation of the sheath. No fluid leak was noted nor was there any air seen in the patient. Perfusor method was used for irrigation of the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation exhibited air ingress. During the procedure, once the catheter was inserted into the sheath, air was noted during aspiration. Additionally, during further aspiration, air was drawn into the syringe. The physician believed this was due to the hemostatic valve. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation exhibited air ingress. During the procedure, once the catheter was inserted into the sheath, air was noted during aspiration. Additionally, during further aspiration, air was drawn into the syringe. The physician believed this was due to the hemostatic valve. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis. It was further reported that there were no abnormalities during preparation of the sheath. No fluid leak was noted nor was there any air seen in the patient. Perfusor method was used for irrigation of the sheath.

Manufacturer narrative:
B5: describe event or problem - updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.